Event description:
It was reported that a flipped pump and a volume discrepancy occurred. The healthcare provider (hcp) got all of the medication that had been injected (20ml) when he went to aspirate the pump at a routine refill appointment. The hcp manually flipped the pump over without surgery, but since then the patient had not been getting good results from the therapy. A revision was to be done on the report date. The device system was used to deliver baclofen. It was later reported that the catheter was kinked in several places. The hcp unkinked the catheter and got good flow. The catheter was aspirated. The hcp found that only one suture loop was used with ¿3.0 silk¿. The hcp lowered the pump dose from 350mcg/day to 100mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).